Event description:
A physician reports a 79 yr old male developed increased intraocular pressure following right eye cataract surgery using healon 5 viscolastic. His pre-operation intraocular pressure is unk and visus was 0.3 partially. On 12/21/98, he had cataract surgery using healon 5. On 12/22/98, his intraocular pressure increased to 55 mmhg. To treat the event the anterior chamber was drained and he was prescribed diamox. On 12/28/98, his intraocular pressure was 8 mmhg, but his visus decreased to 0.04. 1/12/99, his visus was 0.2. The outcome is recovered with sequelae, the reporting physician commented, the causality between event and healon 5 seems probable; it was, however, rather due to incomplete removal, than (due) to the product itself.